Manufacturer narrative:
The event date is (B)(6) 2021. Due diligence was performed for this event. Customer had no additional information to report. The device was returned for repair for the issue of leaky distal end. At the time of repair inspection, the issue of foreign material was found on the forceps elevator. The foreign material could not be removed even with the correct reprocessing being performed. This is attributed to buckling creating a gap on the insertion section by physical stress. In addition was observed, air leak from the distal end rubber cover and elevator connector pin, light guide glass had damage, bending section rubber glue was damaged, switch rubber 1 had a cut, and there was play in angulation. The user¿s complaint of leak at the distal end was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device was returned for repair for the issue of leaky distal end. At the time of repair inspection, the issue of foreign material was found on the forceps elevator. The foreign material could not be removed even with the correct reprocessing being performed. There is no reported harm to any patient. This medwatch is being submitted for the reportable issue of the foreign material found that could not be removed by reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the forceps elevator around was insufficiently reprocessed immediately after procedure and foreign material on the forceps elevator got dry and adhered. This issue is addressed in the instructions for use (IFU): "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. 1.4 precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. " olympus will continue to monitor the field performance of this device.